Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (430 mg/dl) with ketones. The customer took a manual injection to stabilize blood glucose level. It was indicated that the customer would continue to use manual injections as alternate insulin therapy to ensure that insulin delivery is not interrupted.